Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away in a hospital; in trauma unit. The customer was hospitalized on (B)(6) 2015. The caller stated that the customer had a motorcycle accident, had severe brain trauma, and his death was related to injuries received in the motorcycle accident. The customer had an emergency brain surgery saturday evening and could not get out of it; he had several complications. The customer had heart problems; he had heart attack. The customer's blood glucose, at the time of death, is unknown. The customer was not wearing the insulin pump at the time of death; it had been removed by the hospital when they started running tests. The customer was using sensor and was wearing one at the time of death. The caller agreed to return the insulin pump for analysis.